Event description:
Reporter alleged discrepant blood glucose values of 538mg/dl back to back with a result of 206 mg/dl when testing was performed within 5 minutes on the compact system. Customer stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. It was not provided whether any actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.